Event description:
Medtronic received information that cannot find sensor signal, no com pump to xmtr-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. Unit was able to charge properly. Unit failed to communicate and sync during rf association due to low sensor spring contact height pins # 1. Unable to perform functional test due to communication anomaly.